Event description:
Incident as reported: lap chole - "details are unk. Physician reported to materials mgmt that the seam of the bag tore."

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. Engineering assessment of the incident will be conducted and a f/u report will be sent within 30 days or upon completion of the eval.